Event description:
A system operator reports that during two separate procedures, the laser stopped firing. On each occasion, the system operator aborted the procedure, reloaded the remaining shot pattern and the surgeon was able to complete both procedures. The system operator stated the surgeon was satisfied with the pt outcomes and the pts were not harmed or injured.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which the agency informed alcon that complaint (event date; 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting the same day. This MDR filing is a result of that retrospective review. Determination of root cause: assessment; during the on-site investigation, the field service engineer performed various test surgeries, but was unable to duplicate the laser not firing; however, the fse was able to identify the event in the surgery database. The fse optimized the thyratron starting reservoir voltage and completed a system verification. No parts were replaced or returned for eval. Conclusion: based on this investigation and the results of prior investigations, the event was consistent with normal behavior of the thyratron technology and the root cause is most likely related to the thyratron.